Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, partially broken retainer, scratched case, pillowing keypad overlay, and minor scratched lcd window. A test reservoir was installed and did not lock in place and unable to perform the displacement test due to broken reservoir tube lip and retainer. (B)(4).

Event description:
The customer's mother reported via phone call that the reservoir compartment was broken. The customer's mother reported that the black rubber was missing and the reservoir was not locking in place. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.